Manufacturer narrative:
Additional data: d9, h3. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A customer reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured during cage insertion. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.